Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not conducted" and device ineffective "device ineffective". The patient's previously administered products included for an unreported indication: depo-provera from 2006 to 2009. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2016, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anger ("psychological or psychiatric problems condition: anger"). In (B)(6) 2017, the patient experienced fatigue ("fatigue") and migraine ("migraines / headaches"). In (B)(6) 2018, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and arthralgia ("pain, hip pain"). In (B)(6) 2019, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and heavy menstrual bleeding ("abnormal bleeding (menorrhagia)"). In (B)(6) 2019, the patient experienced pain in extremity ("pain, legs"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abortion spontaneous ("pregnancy: stillbirth/miscarriage"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), dermatitis allergic ("allergic rash"), vaginal discharge ("vaginal discharge"), alopecia ("hair loss"), headache ("headaches") and nausea ("nausea") and was found to have a pregnancy with contraceptive device ("pregnancy: stillbirth/miscarriage"). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2020. At the time of the report, the device dislocation, pregnancy with contraceptive device, abortion spontaneous, pelvic pain, abdominal pain, back pain, dermatitis allergic, vaginal discharge, fatigue, alopecia, headache, nausea, vaginal haemorrhage, heavy menstrual bleeding, depression, anger, migraine, dysmenorrhoea, pain in extremity and arthralgia outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, alopecia, anger, arthralgia, back pain, depression, dermatitis allergic, device dislocation, dysmenorrhoea, fatigue, headache, heavy menstrual bleeding, migraine, nausea, pain in extremity, pelvic pain, pregnancy with contraceptive device, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure insertion date: (B)(6) 2011. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-may-2021: medical record received: reporter information added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration'), pregnancy with contraceptive device ('pregnancy: stillbirth/miscarriage') and abortion spontaneous ('pregnancy: stillbirth/miscarriage') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not conducted" and device ineffective "device ineffective". On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant), pelvic pain ("pelvic pain "), abdominal pain ("abdominal pain"), back pain ("back pain"), dermatitis allergic ("allergic rash"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), alopecia ("hair loss"), headache ("headaches") and nausea ("nausea") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). Essure treatment was not changed. At the time of the report, the device dislocation, pregnancy with contraceptive device, abortion spontaneous, pelvic pain, abdominal pain, back pain, dermatitis allergic, vaginal discharge, fatigue, alopecia, headache and nausea outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, alopecia, back pain, dermatitis allergic, device dislocation, fatigue, headache, nausea, pelvic pain, pregnancy with contraceptive device and vaginal discharge to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: plaintiff fact sheet received : incident category updated. Reporter information, patient details, product indication updated. Insertion date updated. Event ¿ injury¿ was replaced with events given in the sd. Events added- pelvic pain, abdominal pain, back pain, allergy to metals, dermatitis allergic, pregnancy with contraceptive device, device ineffective, device dislocation, abortion spontaneous, vaginal discharge, fatigue, alopecia, nausea, headache, device monitoring procedure not performed. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not conducted" and device ineffective "device ineffective". The patient's previously administered products included for an unreported indication: depo-provera from 2006 to 2009. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2016, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anger ("psychological or psychiatric problems condition: anger"). In (B)(6) 2017, the patient experienced fatigue ("fatigue") and migraine ("migraines / headaches"). In (B)(6) 2018, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and arthralgia ("pain, hip pain"). In (B)(6) 2019, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2019, the patient experienced pain in extremity ("pain, legs"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), abortion spontaneous ("pregnancy: stillbirth/miscarriage"), pelvic pain ("pelvic pain "), abdominal pain ("abdominal pain"), back pain ("back pain"), dermatitis allergic ("allergic rash"), vaginal discharge ("vaginal discharge"), alopecia ("hair loss"), headache ("headaches") and nausea ("nausea") and was found to have a pregnancy with contraceptive device ("pregnancy: stillbirth/miscarriage"). Essure treatment was not changed. At the time of the report, the device dislocation, pregnancy with contraceptive device, abortion spontaneous, pelvic pain, abdominal pain, back pain, dermatitis allergic, vaginal discharge, fatigue, alopecia, headache, nausea, vaginal haemorrhage, menorrhagia, depression, anger, migraine, dysmenorrhoea, pain in extremity and arthralgia outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, alopecia, anger, arthralgia, back pain, depression, dermatitis allergic, device dislocation, dysmenorrhoea, fatigue, headache, menorrhagia, migraine, nausea, pain in extremity, pelvic pain, pregnancy with contraceptive device, vaginal discharge and vaginal haemorrhage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-feb-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not conducted" and device ineffective "device ineffective". The patient's previously administered products included for an unreported indication: depo-provera from 2006 to 2009. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2016, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anger ("psychological or psychiatric problems condition: anger"). In (B)(6) 2017, the patient experienced fatigue ("fatigue") and migraine ("migraines / headaches"). In (B)(6) 2018, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and arthralgia ("pain, hip pain"). In (B)(6) 2019, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2019, the patient experienced pain in extremity ("pain, legs"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), abortion spontaneous ("pregnancy: stillbirth/miscarriage"), pelvic pain ("pelvic pain "), abdominal pain ("abdominal pain"), back pain ("back pain"), dermatitis allergic ("allergic rash"), vaginal discharge ("vaginal discharge"), alopecia ("hair loss"), headache ("headaches") and nausea ("nausea") and was found to have a pregnancy with contraceptive device ("pregnancy: stillbirth/miscarriage"). Essure treatment was not changed. At the time of the report, the device dislocation, pregnancy with contraceptive device, abortion spontaneous, pelvic pain, abdominal pain, back pain, dermatitis allergic, vaginal discharge, fatigue, alopecia, headache, nausea, vaginal haemorrhage, menorrhagia, depression, anger, migraine, dysmenorrhoea, pain in extremity and arthralgia outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, alopecia, anger, arthralgia, back pain, depression, dermatitis allergic, device dislocation, dysmenorrhoea, fatigue, headache, menorrhagia, migraine, nausea, pain in extremity, pelvic pain, pregnancy with contraceptive device, vaginal discharge and vaginal haemorrhage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-dec-2019: pfs and mr received: new events abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), psychological or psychiatric problems condition: depression and anger, migraines / headaches, dysmenorrhea (cramping), pain, legs, hip pain, new reporters, historical drug, patient demographic information added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.